Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultra mini meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On the morning of (B) (6) 2010 the pt noted the reported meter would not power on; she was unable to obtain a blood glucose reading. Two hours later, the pt experienced the symptoms of lightheadedness, confusion, shaking and she felt low. At 8:30 am the pt administered self-treatment by consuming sweets; she did not seek medical attention. Troubleshooting revealed the pt's test strips were correct and the meter's battery had been replaced correctly. The issue was not resolved. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received treatment with food. Therefore, this complaint is being reported.